Manufacturer narrative:
Correction: d1, d4: model #, d4: unique identifier (UDI) #, g4: combination product additional information: h6, h11 h11: a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump under infused potassium chloride (kcl 10 meq/100ml ivpb) during infusion that should have infused over one hour but did not. Magnesium sulfite was infused at the same time using another pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.